Manufacturer narrative:
The engineering evaluation was assigned and completed prior to june 1, 2016, therefore an investigation summary is not required. (B)(4).

Event description:
Procedure performed unknown. "This is a complaint from the market. (B)(4). The defect unit and a transparent fragment will be returned to amr. Please refer to the complaint sheet for investigation. The hook obturator was found to be damaged when placed on the table after insertion to the body. The insertion itself had no problem with the obturator. The actual defect unit and a transparent fragment were returned to (B)(4) and visually inspected: one of the hooks of the obturator was found to be damaged; the transparent fragment was confirmed to be the broken piece of the hook. The defect unit and the fragment will be returned to amr for further evaluation. (B)(4)." Patient status: no patient injury.